Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize an ECG signal) was investigated. Upon evaluation the belt receptacle was pulled from the monitor case, damaging the black pulse wire. The cause of the inability to recognize an ECG signal is the damaged receptacle and wire. The root cause of the damaged receptacle and wire is excessive force placed on the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it did not recognize a test ECG signal.